Manufacturer narrative:
The reported magnum punch, intended for use in treatment, was returned for evaluation. A relationship between the instrument and reported incident was established. Visual inspection of the returned instrument shows the t-handle and stem weld was received broken. From the information provided, it was reported that the t-handle came apart at the weld during the case. Root cause based on our visual inspection is determined to be due to normal wear and tear. The magnum punch is a reusable instrument subjected to tapping therefore normal wear and tear is expected. The instruction for use (IFU) were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
The device broke while inside the patient. No additional details were provided.